Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The medical examiner called to report the death of the customer. The customer passed away at home. The cause of death was diabetic ketoacidosis. On (B)(6) 2015, the customer was found deceased, at home, alone. The caller did not know the customer's blood glucose at the time of death. The caller could not check the customer's last known blood glucose reading because he did not have the blood glucose meter and the battery in the insulin pump was dead. The customer was wearing the insulin pump at the time of death. The customer was not using sensors and was not wearing one at the time of death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. The insulin pump had minor scratched display window and cracked reservoir tube. The insulin pump was received with depleted battery installed. Data analysis- there is no data available due to insulin pump received with a depleted battery installed.